Manufacturer narrative:
(B)(4). Leak condition not confirmed. Visual examination of the unit showed no evidence of defect on the luer. Upon sample receipt, no evidence of leakage was detected at the luer or anywhere on the entire infusor device. A leak test was also performed, but no signs of leakage were found. No evidence of defect was observed on the unit. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) (B)(4) sv 2.5 infusor device was leaking from the luer and the huber needle with extension tubing (nipro) which was used in combination with this device. This event occurred during patient use. A clamp was fastened near the connection. The patient was being infused with 5-fluorouracil and saline. There was no report of patient injury or medical intervention. No additional information is available.